Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the monopolar curved scissors (mcs) tip cover, accessory as an incidental return. The mcs tip cover was analyzed and found to have torn. At the tip on the distal end due to a broken main tube. The torn piece was completely detached from the tip. The tip cover torn piece was not returned with the instrument. The probable root cause of the torn tip cover accessory is attributed to potential user, mishandling or misuse. Damage to tip covers is attributed to either improper installation, onto the mcs instrument or exposure to repeated thermal and mechanical stresses, during normal use conditions or collisions that, can lead to excessive wear resulting in tears.

Event description:
The monopolar curved scissors (mcs) tip cover accessory was an incidental return with no allegation made against the product. There was no patient harm reported.